Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there appeared to be premature ventricular contractions in triplet that were not picked up by the implantable cardiac monitor. It was confirmed that there was undersensing. The device remains in use. No patient complications have been reported as a result of this event.